Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported age in 90s). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coronary procedure. Reportedly, a cuff miss occurred. A sheath was placed and an angiogram was performed. A perforation was seen near the arteriotomy. A pseudoaneurysm occurred. Thrombin was injected to treat the pseudoaneurysm. There was a four hour delay in the procedure due to the treatment of the perforation and pseudoaneurysm. Hospitalization was extended due to the pseudoaneurysm. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The patient effects of perforation and pseudoaneurysm are listed in the perclose information for use as potential adverse events of use of the device. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent patient effects and treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no product quality issue identified with this device based on the information reviewed.